Manufacturer narrative:
Method code were updated. The updated information was received by zimmer biomet on august 22, 2018 from the patient. Event was corrected. The initial information received from the patient on (B)(6) was the injection in the left and right knee but not clarified which knee was affected. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Event description:
On (B)(6) 2018- an 85 year-old male patient underwent gel-one injection into bilateral knees and experienced pain, swelling and red splotches from both right and left knees.

Manufacturer narrative:
This case is received by seikagaku corporation on may 30, 2018. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Event description:
On (B)(6) 2018 - an (B)(6) male patient underwent gel-one injection and experienced pain, swelling and red splotches from the knee.